Manufacturer narrative:
(B)(4). Additional information obtained: did jaws of device cut vessel? Yes, as per surgeon. Did bleeding occur when vessel was cut with devices? Yes, as per surgeon. If bleeding, how much bleeding occurred (please quantify amount)? Minimal. If bleeding occurred, was third device sufficient to control bleeding during procedure? Yes. Were any blood products given? No. Were there any changes to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did jaws of device cut vessel? Did bleeding occur when vessel was cut with devices? If bleeding, how much bleeding occurred (please quantify amount)? If bleeding occurred, was third device sufficient to control bleeding during procedure? Were any blood products given? Were there any changes to procedure or post-op patient care?

Event description:
It was reported that during a laryngectomy procedure, the ligaclip device was used on vessel and reported to cut through vessel rather than seal it. This happened on two occasions with the same device. Another device was opened with a different lot number and this was used to complete the case. There were no adverse consequences for the patient reported.